Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited noise oversensing. Boston scientific technical services (ts) was contacted for assistance and reviewed a stored electrogram (egm). Source of noise was undetermined. This product remains in service. No adverse patient effects were reported.